Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection was performed and identified the damaged battery and a damaged fuse. The cause of the condition was determined to be the damaged fuse, which prevented the battery from charging and the device from turning on. To correct the condition, the battery and fuse were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm log review was performed and no issues were noted related to this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.